Event description:
The patient was scheduled for a bravo ph study on (B)(6) . The study was for a 96 hour bravo ph study. The bravo ph capsule was calibrated per protocol and the bravo ph receiver appropriately had an orange indicator light showing that the bravo capsule was calibrated. Prior to the bravo capsule being placed, it was noted that the bravo receiver had turned itself off. Given technical support was called and the device was turned back on. The indicator light started flashing blue after the start study button was pushed indicating that the bravo receiver was communicating with the bravo capsule. The capsule was placed by the physician.the patient returned the device to the endoscopy center five days later as instructed.the bravo receiver would not power back on and gave no indication that it was being charged when the device was plugged into the outlet. Given technical support was called. The bravo device should have been giving a light indicating that it was charging which did not occur. It was determined that the recorder had to be replaced.the recorder did turn back on after multiple attempts after being plugged into charger and initially gave an error code of 260 era -j2o2\driver. The device was turned back off and on and eventually a study was able to be downloaded. The downloaded study showed multiple interferences on the graph. Technical support was called and the study was remotely retrieved by the given technician for evaluation. The technician stated that a replacement capsule would be sent along with the bravo receiver.